Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported via medwatch "midline catheter j-loop broke while in use." Additional information received 04/15/2024: it was reported by the customer "no urgent or life-threatening event occurred due to the breakage."